Event description:
An event involving a spinning spiros closed male luer, purple cap experienced leakage. The reporter stated "an email received from day oncology lead pharmacist from (B)(6) informing us of a leaking daratumumab syringe. The leak appeared to be coming from spinning spiros and syringe connection. Update: leaking product was administered to the patient. The event happened when product was compounded on (B)(6) 2024. Product was administered at (B)(6) 2024. The event was noted when nurses detected leak and contacted supervisors and supervisors contacted (B)(6) via email. Unsure if there was any visible damaged on the set like crack, separation or disconnection, deformities or holes since the hospital discarded the product and image is unclear regarding visible damage. No unprotected chemotherapy exposure to the patient, health care worker or other personnel, drug was leaked on anyone. There was no chemotherapy exposure to the to the patient, health care worker or other personnel, drug was leaked on anyone. Spill occurred on bluey when noticed. No spill clean necessary. Sample is not available since it was discarded. There was patient involvement, and no patient harm.

Manufacturer narrative:
Investigation summary: the complaint of leaks on item ch2000s-pc cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot#12718037 was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.4